Event description:
It was reported that the second device was not secured in place, and is free floating in the joint space. The first one was pulled back into the joint. Another one was used to complete case.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that when the surgeon advanced the second needle, the implant was not found to be on it. The reporter thinks when the surgeon unlocked the second insertion spear, he pulled back on the whole hand-delivery device and not just the insertion spear. The surgeon attempted to retrieve the first implant; he was only able to get part of it. The surgeon then used a backup device (same device). The surgeon was not confident the meniscus would heal as it was so he then switched to an open procedure to complete the case. The reporter believes the surgeon was able to retrieve the fragment of the first implant when he converted to open. The case was finished well. Follow-up with the facility contact provided no further information. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was reported as discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. As reported, this event may have been related to the surgeon pulling back on the whole hand-delivery device and not just the insertion spear when unlocking the second needle. The most likely causes of the second implant not deploying include not using the technique of rotating/twisting the spear during insertion of the implants, not setting the depth stop to the appropriate depth which will, therefore not allow the implant(s) to deploy successfully behind the meniscus, not allowing the trailing suture to remain free and unobstructed during implant insertion and/or by not following the deployment sequence as outlined in the surgical technique guides. Per the directions for use (dfu-(B)(4)), the user is instructed to place downward pressure on the shaft of trocar #2 where it exits the depth stop. This will release the trocar and place it into position for insertion; insert the second implant by pushing trocar #2 until the handle hits the back of the depth stop. The dfu also states if resistance is felt during implant insertion, advance trocar to depth stop and rotate trocars back and forth with controlled pressure. This will avoid damaging the implants. To avoid premature tension to construct do not pull external suture before releasing trocar #2. Do not trap external suture against handle. After implanting #1, do not move device before releasing #2. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional information is received, a follow-up report will be submitted. Discarded by facility.